Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to use an alternative insulin delivery method while a replacement pump was sent. The customer was also instructed on how to store the malfunctioning pump before returning it to avoid charges, and how to program and connect their replacement pump with existing settings and devices. The customer acknowledged these instructions.